Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No buzzing noise or unexpected blank display noted. The device also had a cracked case at the display window corners, minor scratched lcd window, and cracked reservoir tube lip. Corroded electronic assembly was noted during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display went blank after the insulin pump was submerged in water. The customer stated that it then started vibrating without an alarm or alert, a constant tone was occurring and she could see condensation on the screen. Blood glucose value 140 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.